Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the gw (guide wire) was bent. Another device was used without issue.

Manufacturer narrative:
(B)(4). Customer returned one spring-wire guide (swg) assembly, ars syringe, and one introducer needle for evaluation. The swg displayed signs of use. A visual inspection of the ars syringe and introducer needle revealed no defects or anomalies. A visual inspection of the swg revealed a kink in the swg body. Microscopic examination of the guide wire confirmed the kink. No coils at the kink were offset and no other defects or anomalies were observed. Both welds were present and were observed to be full and spherical. The kink in the swg was located approximately 13cm from the distal end of the swg. The overall length and outer diameter of the swg were measured and were found to be within specification. The inner diameter of the introducer needle was also found to be within specification. A swg with an outer diameter of 0.89mm from lab inventory passed through the returned ars syringe and introducer needle without restriction. This indicates that a swg with an outer diameter of .802mm would be able to pass through the components as well. A manual tug test confirmed that both welds were intact. A device history record (DHR) review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire body had a kink 13cm from the distal tip. The returned guide wire met all relevant dimensional requirements and functional testing showed a guide wire could pass freely through the returned ars and introducer needle. A DHR review was performed and did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the gw (guide wire) was bent. Another device was used without issue.